Event description:
It was reported that shortly after implant this right ventricular lead exhibited, high thresholds, loss of capture and high impedance measurements due to what is suspected to be a micro dislodgement. It was also noted that an x-ray was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.